Event description:
A (B)(6) male pt's belt was returned for an unrelated issue. During servicing, a reportable event was discovered. The bel failed incoming testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As rec'd, the belt failed incoming testing. Upon evaluation, yellow (pgnd) wire was open in the trunk cable connector. The cause of the incoming test failures is the open wire in the trunk cable connector the cause of the open wire is damage to the trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.